Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution back-flowed through a clearlink system continu-flo solution set to the primary bag. When the secondary line roller clamp was opened, the medication was able to flow into the primary bag through the backflow check valve of the primary solution set. This occurred during patient infusion with sodium phosphate on an unspecified pump. The set was discarded and a new line with medication was hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.